Event description:
It was reported that the stent was ruptured. The target lesion was 90% stenosed and located in a moderately tortuous and severely calcified vessel. A 4.00 x 20 mm agent dcb was advanced to treat in stent restenosis and was inflated once at 10 atm. The balloon ruptured and was removed. Per the physician, a stent strut may have been lifted. The procedure was completed with a different device with no patient injury.